Event description:
A critical alarm confirmed by telemetry was reported. On interrogation it was noted that the pump went into safe state. Additional troubleshooting assistance was needed. Drug delivered via the pump was dilaudid 40mg/ml. Healthcare provider was to program the pump back to desired prescription and monitor pump/patient going forward; a follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, lot #: l65391, implanted: (B)(6) 1999, explanted: unk.

Event description:
Additional information: it was reported that the pump reinitiated after programming. Per reporter they could not identify the cause. It was indicated that the patient did not experience clinical symptoms. It was noted there was no injury. The patient recovered without sequelae.